Event description:
Litigation papers allege the following: subsequent to the implant, patient suffered pain and discomfort and has had difficulty walking. Patient continues to suffer serious bodily injuries and has incurred, and continues to incur, medical expenses to treat his injuries and condition. The metal contained in the asr hip corroded inside of patients body. Update: on (B)(6) 2012 plaintiff fact sheet received, part/lot information, doi: (B)(6) 2008 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.